Manufacturer narrative:
Other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6)2012. Product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving hydromorphone [5.4 mg/ml] at a rate of 2.7953 mg/day, clonidine [175 mcg/ml] at a rate of 90.58 mcg/day, bupivacaine [15 mg/ml] at a rate of 7.764 mg/day, prialt [25 mcg/ml] at a rate of 12.94 mcg/day, and compounded baclofen [880 mcg/ml] at a rate of 455.5 mcg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that there was a motor stall seen at initial interrogation. The patient did not recently have an MRI and was confirmed via the event logs on (B)(6) 2017. They discovered it that morning after the patient saw an '8474' error code on their personal therapy manager (ptm). The pump was replaced on (B)(6) 2017. It was stated that they also had difficulty aspirating from the catheter so they did a back table prime of 0.199 as they didn't want to wait for the 19 minutes for a 0.3 ml prime. He stated the volumes matched taken out of the old pump so they are confident the catheter is working going forward. There were sudden withdrawal-type symptoms. The cause for the catheter aspiration difficulties was not known and the issue was resolved by replacing the pump. There were no further complications reported/anticipated.